Event description:
It was reported that a revision surgery was performed due to a broken tibial offset coupler.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Based on the available information, the root cause of the breakage of the tibial baseplate cannot be concluded. The current status of the patient has not been provided at this time. Without the actual device, our investigation cannot proceed. Should additional information or the complaint device be received, the complaint will be reopened. We consider this investigation closed.